Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac 4.2fr s/l catheter was received for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. Under microscopic observation, what appeared to be fiber disturbance was observed on the tissue cuff. The catheter was gently stretched and no evidence indicating loose fitting was noted near the tissue cuff. No fractures were noted throughout the catheter. The catheter was patent to infusion and aspiration with no issue. No leaks were observed throughout both tests. Therefore the investigation is unconfirmed for the reported fracture issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 09/2027), g3. H11: h6 (method, result, conclusion) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the catheter was allegedly broken at the thin/thick juncture. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2027). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a chronic catheter placement procedure, the catheter was allegedly broken at the thin/thick juncture. There was no reported patient injury.